Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure after the mapping catheter was taken out of the packaging, it was noted that the shaft was bent. The mapping catheter was replaced with resolve. The case was completed with cryo. No further patient complications have been reported as a result of this event.